Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was multiple intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer did not provided cgm and meter bg readings; however, the customer reported the discrepancy was by 20 points. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.